Event description:
It was reported that during implant attempt, the physician was unable to obtain an acceptable position with the lead. The lead was not used and another lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, and visual analysis revealed the lead was damaged at implant. Analysis visual comment: the turns to extend and retract the helix is on the high end but is within specification.